Manufacturer narrative:
An abbott field service engineer was dispatched to the account and found the high concentration waste b nozzle overflowing into the a cuvettes of the architect c16000 analyzer serial number (B)(4). Analyzer nozzle pairs 1,4,5, waste & di (rohs) (part number 2-89269-02) were replaced and the analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and a review of instrument service. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Architect c16000 analyzer serial number (B)(4) service history was reviewed and no contributing factors were found. No subsequent issues were identified. Based on all available information and abbott diagnostics complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A. Patient information patient identifier sid (B)(6) and (B)(6).

Event description:
The customer observed falsely high sodium results for multiple patients that were generated using the architect c16000 analyzer. The customer uses normal range 135 to 145 mmol/l and stated the initial patient sodium results were high (approximately 160) and repeated in the normal range. The customer provided sid (B)(6) and (B)(6), however specific values per patient were not provided. No impact to patient management was reported.